Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an error message stating the camera was faulty. During troubleshooting, the complementary metal oxide semiconductor (cmos) battery was out. It was identified that the battery of the camera was too low and a replacement of the camera was needed. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c08, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot/serial #: (B)(6); product ID: 9735821r, lot/serial #: (B)(6); product ID: 9735821r, lot/serial #: (B)(6). H3) three cameras were returned to the manufacture for analysis. They were returned all on the same date. Sn: (B)(6). The returned camera had scratches on the housing and lenses. A check of the event log showed intermittent firmware inc ompatibility dating back to oct 2018, and intermittent illuminator current low dating back to dec 2018, as well as intermittent illuminator voltage low dating back to sep 2022. There was a battery voltage low message along with bump detected and storage temperature exceeded. The camera failed an accuracy test (aak) at 1.233mm with a passing threshold of .250mm. Sn: (B)(6). The returned camera had scratches on the housing and lenses. A check of the event log showed intermittent firmware inco mpatibility dating back to may 2017, and intermittent illuminator current low dating back to sep 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The camera failed an accuracy test (aak) at .912mm with a passing threshold of .250mm. Sn: (B)(6). The returned camera had scratches on the housing and lenses. A check of the event log showed intermittent firmware inco mpatibility dating back to may 2020. There was a battery voltage low message along with bump detected and storage temperature exceeded. The camera failed an accuracy test (aak) at .593mm with a passing threshold of .250mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.